Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a high ketone level resulting in a hospitalization. The ketone level was identified as dangerous by a healthcare provider. The customer alleged the pump was not delivering insulin. A manual injection was administered to address bg level. While hospitalized, the customer was treated with an intravenous therapy of insulin and saline. No issues were observed with the cartridge or insulin in use at the time. The pump history was reviewed, and it was determined that the pump was delivering insulin as intended. The customer was released from the hospital on (B)(6), 2023, with the issue resolved and no permanent damage. During a follow up with the healthcare provider, it was reported that the customer was diagnosed with covid which may have caused the adverse event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.